Event description:
It was reported that the patient experienced symptoms of drainage, redness and swelling at the implantable pulse generator suture site, the lead extension site and the burrhole site. Cultures taken confirmed a pseudomonas aeruginosa infection, therefore, the patient was administered antibiotics, imaging was taken and then the physician made the decision to explant the entire system as a safety precaution. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 27282901. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).